Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they received no delivery alarm and rewind process was slower as well as reservoir compartment was chipped away so reservoir was unable to lock in place . The customer's blood glucose was unknown at the time of incident. Customer decline for troubleshooting . The device will not be returned for analysis.